Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher glucose sensor scan results compared to unspecified blood glucose readings obtained on an hcp meter and experienced hypoglycemia, disorientation, and a loss of consciousness. The customer was unable to self-treat and required treatment of a glucose infusion by a healthcare professional. The customer further reported a blood glucose measurement of 28 mg/dl obtained on an hcp meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Sensor kit expiration date is 31-aug-24. Medical event associated with this complaint case occurred on 12-sep-24 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher glucose sensor scan results compared to unspecified blood glucose readings obtained on an hcp meter and experienced hypoglycemia, disorientation, and a loss of consciousness. The customer was unable to self-treat and required treatment of a glucose infusion by a healthcare professional. The customer further reported a blood glucose measurement of 28 mg/dl obtained on an hcp meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The sensor was further de-cased and molex was observed to be disconnected from pad. The molex was damaged during decasing and did not affect investigation. The returned battery voltage was measured to be within specification range. Sensor was placed into libre pcba (printed circuit board assembly) test fixture to perform smu testing to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Sensor thermistor testing was within specification, indicating the sensor was providing accurate glucose readings. Poise voltage testing was not within the specification range. An extended investigation has been performed. Visual inspection was performed on the returned de cased sensor and detached molex was observed. The initial scan was reviewed. The returned battery voltage was measured to be within specification range. Sensor was placed into libre fixture to perform smu testing to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Sensor thermistor testing and poise voltage testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher glucose sensor scan results compared to unspecified blood glucose readings obtained on an hcp meter and experienced hypoglycemia, disorientation, and a loss of consciousness. The customer was unable to self-treat and required treatment of a glucose infusion by a healthcare professional. The customer further reported a blood glucose measurement of 28 mg/dl obtained on an hcp meter. There was no report of death or permanent impairment associated with this event.